Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during cholangioscopy procedure performed for the treatment of stenosis in the common bile duct on (B)(6) 2025. During the procedure, the visualization was suddenly lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure- post sedation.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during cholangioscopy procedure performed for the treatment of stenosis in the common bile duct on (B)(6) 2025. During the procedure, the visualization was suddenly lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure- post sedation. Block h11: the returned spyscope ds ii was analyzed. A visual inspection revealed no damage to the device. During the image test, the device was connected to the controller and displayed an image as expected. The image remained stable when a guidewire was passed through the device. During the functional inspection, the tip of the camera was observed to articulate without any issues, and the image remained intact during articulation. Additionally, no residues were observed in the breakout region of the handle. The reported event could not be confirmed. The returned spyscope ds ii passed all tests performed and exhibited normal device characteristics. There was no damage or condition that could have caused the device to experience the reported visualization issues. Additionally, no damage was observed on the device, and upon inspection, the camera displayed an image without any loss, as expected. Therefore, a review and analysis of all available information indicates that there is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.